Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the transmitter did not flash when connected to the sensor. It was found the electrode was missing from the sensor when the sensor was removed from the customer's body. The customer's blood glucose was unknown. The sensor will be returned for analysis.

Manufacturer narrative:
One opened and used sensor was inspected and the cannula was found retracted and bent inside of the sensor base. It could not be confirmed if the customer received the sensor in said condition due to the sensors being returned opened and used.